Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Reportedly, customer went swimming and was not monitoring bg levels. Additionally, pump was not in use for part of the day prior to elevated bg levels. Bg was addressed via a manual injection. The customer was instructed to consult with healthcare provider regarding bg level.